Event description:
The customer reported being hospitalized in two occasions. The customer was not comfortable with the insulin pump and requested a replacement of the insulin pump. While reporting the events, the call was disconnected and no additional information was given. Attempted to call back the customer several times with no results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.